Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. The customer experienced a low blood glucose level of 47 mg/dl. Customer consumed carbohydrates to address bg. Reportedly the customer continued to use pump for insulin therapy.